Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to spark near the end that connected to the forceps. The cable burned in two at that point. No injuries were reported.